Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identified; wear abrasion, broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Patient reported left side "rupture" MRI confirmed. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture" MRI confirmed. Device was explanted.